Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a possible overharvest on a rika device. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device serial number history report indicates no further related issues have been reported for this device. The customer history report indicates no further related issues have been reported for this customer. A DHR search could not be conducted because the customer did not respond to requests for disposable lot number after multiple attempts; therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: a root cause assessment was performed for the ¿over harvest¿. Based on limited information the root cause was attributed to the operator error, where a wrong bar code was scanned.

Event description:
The customer reported a possible overharvest on a rika device. Donor information and outcome are unknown. The collection set is not available for return because it was discarded by the customer.